Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On 9/jun/2021, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) returned home from the emergency room (ER). The ER reportedly placed an unfamiliar ¿end cap¿ on the patient¿s pd catheter (not a fresenius product), and the patient required assistance changing it. No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., patient demographics, discharge summary, treatment data) have thus far proven unsuccessful. Based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Therefore, the completion of a clinical investigation is not required at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler visited the emergency room (ER). There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. The issue was initially reported when the patient was requesting assistance with changing a catheter end cap that was placed by the ER. Multiple attempts were made to acquire additional information, however, a response was not received. It is unknown if the patient was admitted into the hospital or if they received any medical intervention.